Event description:
It was reported that during a da vinci-assisted surgical procedure, the universal surgical manipulator (usm) moved with unintuitive motion. The procedure was completed with no reported injury.

Manufacturer narrative:
The reported event was addressed with phone support. No site visit was conducted. The customer had to undock and complete a full rotation before docking in order to resolve the issue and continue with the procedure. The system was working properly, and no additional action was required as the issue was resolved.